Event description:
Patient had attempted laparoscopy open ventral hernia repair with mesh in 07/2005. Patient returned to physician's office in 09/2005 with possible infected mesh. Patient had surgery next day for laparotomy - removal mesh.